Event description:
General report rec'd of an unspecified number of undocumented incidents of inadequate suction. Prior to pt use during testing of the devices, it was reported that the nurse heard air leaking at the connections of the tubings and the liner lids. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. (B) (4). (B) (4).